Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had stuck button alarm. Customer¿s blood glucose was 126 mg/dl at the time of incident. Customer states that insulin pump is currently working fine and the red light on the insulin pump now turned off. The insulin pump will not be returned for analysis.